Event description:
The infusion pump was being used to administer aminophilin at 100 ml/hr to a pt for three hours. The pump was stopped and when the tubing was disconnected from the heparin lock of the pt fluid continued to flow out of the tubing with the pump stopped. It was then observed that an extra 300 ml of solution had infused during the previous three hours. The pump was removed from use. The pt experienced no ill effects. No medical or surgical intervention was required.